Manufacturer narrative:
Analysis revealed the insulin pump was unable to prime, which prevented further testing.

Event description:
It was reported the customer was hospitalized because his diabetes was out of control. The customer also has polyuria and gastro intestinal bleeding. It was also reported that the insulin pump was pushing the insulin out.